Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated the enteral feeding pump's alarm is not working. No further information available at this time. There is no allegation of patient death or serious injury.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿enteral feeding pump's alarm is not working.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.